Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturing representative (rep), with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient gained over 80 lbs and the device was now deeper than when originally implanted. As a result, they could not recharge sufficiently in a reasonable amount of time. Different recharging systems were tried and other methods for increasing coupling of the recharger to the ins but without success, and they could not get beyond 4 bars consistently. The patient underwent a revision surgery to position the rc device in a more superficial pocket under 1 cm deep. This resolved the issue and the patient could achieve 8 bars on their recharger coupling screen which significantly lowered the charge times. No further complications were reported or anticipated with the event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the patient's weight gain was unrelated to the dbs therapy.